Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6), 2012 after the use of the product. Additionally, the certificate of death was provided indicating the immediate cause of death was cardiac arrest and underlying causes were severe diastolic heart failure, hemodialysis dependent end stage renal disease, anemia and hypertension.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR #1225714-2014-00393.